Event description:
Complainant stated that the circuit board on the care e vac iii portable suction device is fried. Evaluation of the returned unit identified that the pcb control board was burned. This event did not contribute to a death, illness or injury.